Event description:
It was reported that the 05.000.008 no speeds work. The issue was observed during weekly equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product codes: gxl and hxx h3, h4, h6 the previous service event for part number 05.000.008 with lot number(s) 007080 has been reviewed. The customer called in a service request for this item on 12-jul-2023 for weekly equipment check.. The item was previously returned for service on 9-jul-2018 due to damaged component . The previous service condition of damaged component is not relevant to the current complained issue of weekly equipment check.. The manufacture date of this item is (B)(6) 2018. The service history review is unconfirmed. Service and repair evaluation: the customer reported that no speeds work for 05.000.008, hand piece for battery powered driver. The repair technician reported that device rans intermittent in forward and reverse mode, discolored wires, brown residue on motor and barriers. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, set screw, housing barrier and others. The item was repaired per the inspection sheet, passed synthese final inspection on (B)(6) 2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A shr was performed on the serviceable device and it was found that the device was manufactured on (B)(6) 2018. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure 100673626 no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.